Manufacturer narrative:
The gehc biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the housing. The flow sensors were replaced. Unique identifier - (B)(4).

Event description:
The hospital reported that the unit was in need of calibration. There was no report of patient involvement.